Event description:
It was reported that after a procedure, during review of the system 9800's stored images that one image was missing and another was mixed with that of another patient. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Suspect hard drive. Replaced hard drive, gib circuit board, kray controller, along with controller's battery. The system was tested and found to be working as intended and placed back into service.